Event description:
A report was received that the patient felt a "tightness" at the lead site. The patient underwent a lead revision and the physician implanted two extensions to allow for more slack. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial # (B)(4) description: enh st lead kit.